Manufacturer narrative:
The insulin pump passed the prime, displacement, basic occlusion, occlusion, and excessive no delivery alarms testing. The device had cracked reservoir tube lip, cracked battery tube threads, and minor scratches on the display window noted during visual inspection.

Event description:
Customer reported via phone call, the insulin pump had scratches. Customer stated her blood glucose was 263 mg/dl and treated with a bolus. Troubleshooting was done for the damage and customer stated she was able to read the device. Customer was being advised to monitor the device. Customer declined troubleshooting for the high blood glucose as she stated she was sick and maybe the cause. During the call the customer stated she would call back as her blood glucose had dropped to 45 mg/dl. Customer was advised to stay on the phone line. She treated with an orange juice and peanut butter. The call was disconnected, and a call was made back to the customer. She was able to bring her blood glucose back up to 65 mg/dl. Customer declined troubleshooting for low and stated it was due to her not eating. The customer returned the device as she didn't feel comfortable with the device being damaged.